Event description:
It was reported that 3 patients were burned on their leg.

Manufacturer narrative:
Device has yet to be received for evaluation. A follow-up report will be submitted once the investigation is complete.